Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 13 injections were performed with the catheter.

Event description:
Cryoablation procedure was performed on (B)(6) 2014. Due to recurrence of atrial fibrillation, rf ablation procedure was performed on (B)(6) 2014. During procedure, contrast radiography was performed and showed 50 percentage level pv stenosis. Physician considered that the stenosis was a result of the previous cryoablation. The patient did not experience any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.